Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a printed circuit board failure led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high definition lcd monitor displayed no image during preparation for an unspecified diagnostic procedure. The intended procedure was completed using another device, and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a printed circuit board failure. In addition, the following were also found during evaluation: the rear panel was discolored; the sheet was damaged; the screen was scratched; and the screen frame was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.